Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of programming exceeds patient weight was not confirmed in review of the logs; however, the error was replicated during testing. Functional test results using key press replication from the pcd event log determined that the user probable programmed manually a patient weight invalid. No errors or anomalies were observed during the testing. The result of alaris system maintenance test on the suspect device was recorded within normal values. The battery was observed as third party part; this incidental finding has a date code: 04/25. No external or internal conditions were identified during the inspection of the suspect devices that could be associated with the issue reported in this complaint the suspect pcu logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date was reported to be 08sep2025 and the time at approximately 1400 (02:00 pm). During the review of the logs, no error codes or malfunctions related to the reported issue occurred throughout the month of september, and the patient's drug or weight were not observed and programmed according to the information provided. The log analysis below shows infusions and activity on (B)(6) 2025. At 2:25:28 pm the suspect pcu was powered on and the pump module (s/n: (B)(6) was connected with label a; primary volume infused (pvi) = 0 ml at 2:25:40 pm the pcu was programmed for a primary basic infusion with rate =150 ml/h and volume to be infused (vtbi) = 50 ml pvi = 0 ml, the infusion lasted twenty (20) minutes, and 43.472 ml is infused. At 2:43 -2:48 pm the infusion was stopped by air in line alarm, and key channel off was pressed to finish the infusion. At 2:48:40 pm the system was powered off; total volume infused (tvi) = 43.472 ml. Per the alaris directions for use (dfu v12.3), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.1 states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for ail attached module(s) before using the bd alaris¿ system. Bd recommends do not use third-party parts. Batteries not supplied by bd alaris have different voltage and capacity characteristics. The battery should be replaced every 2 years by qualified service personnel. The battery should be conditioned every 12 months by qualified service personnel. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the reported programming exceeds patient weight infusing magnesium sulfate was identified as invalid manual key press. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during programming of a magnesium sulfate infusion over fifteen (15) minutes, the pc screen shown an error "320. Exceeds max patient weight 120". The customer confirmed the profile on the pump was correctly set to peds patients >20 kg. Customer believes there may be a guardrail for the administration rate. The patient weight was 32.8 kg. Device was programmed manually using basic infusion. There was patient involvement however no patient harm.